Manufacturer narrative:
(B)(4). The gaia next 3 guide wire was returned for evaluation. The guide wire was bet at approximately 5-7mm from the tip. For approximately 25mm from the tip, the spring coil was found disarranged and loosened due to accumulated torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the reported difficulty in removal of the gaia next 3 guide wire was most likely due to the severely calcified cto. The observed disarrangement and loosening of the spring coil was likely made by locally accumulated bending and torsional stress applied in attempts to release the stuck guide wire from the lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. [Otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] removal difficulty of guide wire, breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a severely calcified cto in the rca #3. An asahi gaia next 3 guide wire became stuck in the lesion following a concomitant asahi caravel microcatheter that was also stuck in the lesion. In attempts to release the stuck guide wire, an unspecified balloon was delivered to dilate the stuck area or a stiff guide wire was delivered to poke the stuck area; however, neither attempt was successful. An unspecified microcatheter was then advanced as close as to the stuck area, and the stuck gaia next 3 was continuously rotated counterclockwise. This time the guide wire was able to be released from the lesion and removed from the patient. Angiography was performed to confirm no damage made to the vessel and the procedure was terminated. Removing of the stuck guide wire took long so that another procedure to reestablish the blood flow was scheduled at a later day. There were no adverse patient effects associated with this event.